Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was unable to be removed from the device header. It was indeterminable whether the lead was stuck due to a device header defect or lead pin defect. An orthopedic drill from the operating room was used to drill the back end of the header then a narrow instrument was used to push the lv lead pin back, which released the lv lead from the header. The cardiac resynchronization therapy defibrillator (crt-d) was replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.